Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. The section h10 of this report has been updated. After clinical review of the medical records the patient was diagnosed with endocarditis with vegetation on this valve. In this case, the endocarditis was > 60 days from implant. Late endocarditis is due to an infection that seeds on the implant. Once seeded on the bioprosthesis, vegetation will collect on the bioprosthesis causing valve dysfunction (increased gradients, stenosis, regurgitation, etc.). The endocarditis caused valve dysfunction which resulted in the patient's valve explant. Since there was no allegation, the increased gradient was related to early valve degeneration. As such this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, the reason for explanting the 26mm sapien 3 ultra thv 9 months post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by patient implant registry department, approximately 9 months post implantation of a 26mm sapien 3 ultra valve in the aortic position via the transfemoral approach, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is unknown at this time. At this time, the reason for the explant was due to endocarditis; however, the cause for the explant has not been confirmed.